Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a longitudinal tear 13mm long starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.